Event description:
Caller reported that part of the pump's display was black, blocking the view and affecting their ability to interact with the device. The issue did not result in blood glucose levels going above 500 mg/dl or below 54 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. To resolve the issue, customer technical support (cts) arranged to send a replacement pump with updated software and provided instructions for storing the faulty pump, which the caller understood. The customer agreed to use their current pump as a backup until the replacement arrived and acknowledged the return process for the defective pump.